Manufacturer narrative:
Evaluation summary: it was caused due to an excessive force applied on the adaptor. This device is not distributed in us so that unique identifier is blank. This report is being filed as part of the pentax backlog management plan.

Event description:
Adaptor al-al doesn't fit light source doesn't stay put. This event occurred at the time of before use. There was no report of patient harm. B3:date of event not known for the exact date, we just know the year the complaint was sent in to manufacturer.